Event description:
During routine use, the maxi sky 2 ceiling lift detached from the rail and fell near the caregiver. There was no indication that any patient was involved. No injury occurred.

Manufacturer narrative:
No UDI information is available, the device was manufactured before UDI implementation. It was found that the end stopper was missing from the rail. The end stopper is the ceiling installation component, which prevents the lift from falling off when it reaches the rail¿s end. According to maxi sky 2 instructions for use (IFU, 001-15698-en) ¿all rails must be closed and secured with end stoppers or connected to other closed rail components.¿ ¿warning: before each use, make sure all end stoppers are in place and secured to prevent a fall risk.¿ sum up, the ceiling lift was operated by the caregiver despite the absence of the end stopper, indicating that the instruction to verify its presence had not been followed. In this particular case, the lift had been relocated from one room to another, and the facility technician forgot to reinstall the end stopper during the process. As a result, the lift was able to slide off the rail unexpectedly. Arjo device failed to meet its specification since the ceiling lift detached due to lack of the end stopper. The device was not used for a patient transfer when the event occurred. The complaint decided to be reportable due to allegation of the ceiling lift falling from the rail.